Event description:
A nurse was placing a used needle into a sharps container housed in an almond cabinet when she received a puncture wound to her right, second finger from another needle sticking out of the container. The container was not full, but the needle didn't drop into the container. An incident report was filed.